Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the machine was turning off. A technical support specialist (tss) advised the user to change the power source from the surge protector to a direct wall outlet, after which the machine powered on successfully. A drawer offline error was observed, and tss guided the user to switch it back on. The system resumed normal operation, and the issue was resolved. The system functioned as intended after technical support specialist assisted customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, machine was turning off. User checked the cable connections to ensure that were secure and attempted to power on the device, however, it turned off again shortly after. However, there were no delay to patient care and adverse events or injuries reported based on this incident.